Event description:
Knee arthroscopy cutom pack with only 4 long sponges bound together rather than amount that was supposed to be in the pack. During initial count 4 long sponges were located in the pack bound together. Sponges were removed from the room. Counts were resumed. Aspm notified, safer report entered, materials manager notified. Custom pack information: knee arthroscopy pack. Sopocnksrc. Exp: [redacted date]. Mfg date: [redacted date]. Lot number: 23661. Emailed cardinal rep [redacted name] on [redacted date] for awareness. Manufacturer response for surgical sponge pack, knee arthroscopy pack (per site reporter) they acknowledged and opened a complaint.